Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; there are no plans for reimplantation as of the date of this report. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient ewas hospitalized on (B)(6), 2012, due to an infection around the implant site. It was also reported that the patient underwent debridement surgery (date not reported) to excise infected tissue. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.